Event description:
It was reported the pt is experiencing rib and belly stimulation. The pt will be referred to a neurosurgeon to have the lead explanted and replaced on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.